Manufacturer narrative:
This report is submitted on dec 31, 2021.

Event description:
Per the clinic, the patient experienced tissue overgrowing the abutments, resulting in keloids and pustules. It is unknown what the treatment was for the infection. Further information is being sought from the clinic.